Event description:
A manufacturer representative reported that prior to implant of the implantable neurostimulator (ins), a torque wrench was attempted to be placed into the grommet of the connector to connect the adaptor and the ins, but was not placed vertically in the set screw and was inserted outside the set screw. The attending physician pointed out that the grommet was too wide and it had never happened before, it was defective. The torque wrench was extracted and pushed down; however, it was sometimes placed in the set screw but was not sometimes, it was an unstable situation. A new ins was used instead to address the issue. It was noted that the issue was not resolved at the time of the report. Additional information received from the representative further noted that the torque wrench was placed on the location to the left side of central of the grommet. The torque wrench was not placed on the location to the right side of central of the grommet and was prompted to place on the center of the grommet.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. There is no issue with the grommet opening. The grommet assembly is made of two halves that are held together by a ring so the width of grommet opening only varies with the amount of adhesive that is used to hold it in place on the connector module. There was an appropriate amount of adhesive holding this grommet in place. There was no issue with the setscrew and the setscrew could be tightened to a lead with a torque wrench without difficulty. The ins passed functional testing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.